Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, lot #: - h3, h6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported that the root cause of the door getting stuck was due to damage to the right side of the system that resulted in the dingus bracket shifting. The rep removed all covers and inspected the dingus brackets and re-centered the heim joints. The rep then tested all door switches for proper function. After this was completed the rotor moved freely and the door was now able to open and close. The rep performed 2d and 3d acquisitions in ap and lateral successfully. The system was able to move freely in all cartesian coordinates. The system was returned to the site fully functional. No hardware parts were replaced. Codes b01, c13, and d02 are applicable. Multiple fdd/annex a codes were reported. A0709 was coded for the reported door open error message issue. A150204 was coded for the door would not open issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when the site rebooted the system they were receiving a door open error and the door would not open but appeared closed. The site was able to move the gantry in all directions. The site also performed multiple hard reboots. When troubleshooting the site attempted to manually push on the doors to see if error resolves. When the site pressed the yellow door override the door would not open, they attempted to manually open the door and when attempting to move the rotor alignment it would not move and remained on green. There was a less than one hour delay to the procedure. There was a patient present but no impact on patient outcome.